Event description:
The customer called and reported the her blood glucose was 600 mg/dl, following a site change. At the time of the report, customer's blood glucose was 595 mg/dl. Customer treated with high blood glucose using a pen and syringes. Customer's blood glucose went to over 600 mg/dl at this point in the call, was treated by paramedics and went to the hospital. There were unexpected restart alarms and other related alarms in the pump history. Customer also stated she was hospitalized on (B)(6) 2015 with low blood glucose of 53 mg/dl. A company representative attempted to reach customer on (B)(6) 2015 to follow up on hospitalization and left voicemails both times.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.